Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported upstream occlusion alarms, which were not reproduced. Evaluation found low ultrasonic readings with a fluid filled set. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms causing the reported symptom. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message after running 5-10 minutes. It was also reported there was no patient injury.